Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the feeding set was leaking a lot while they were asleep and they woke up in low blood sugar discomfort. They took their dex4 capsules and read their blood sugar levels regularly at home. No other information has been provided at this time.